Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. Customer does not recall any significant events leading to the error, but indicated that she has used 16 infusion sets in 6 days. Customer's blood glucose was 220 mg/dl at the time of incident and indicated that she had high blood glucose but did not provide the value for this. Troubleshooting was done for no delivery and was found that sometimes the cannulas are bent. The customer declined any further troubleshooting and was advised to call again when alarm occurs so that assistance can be provided. No further information was provided.